Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was charging normally at the time of the call, but the hcp called to ask about putting the ins into MRI mode. They were instructed to try to connect to the ins using the patient programmer. The programmer displayed a power on reset (por) message. They then connected to the ins with the tablet and the tablet indicated that the por had occurred. The hcp cleared the message, but was unable to put the ins into MRI mode. It was reviewed that the ins needed to be charged further before it could be put into MRI mode. The hcp would continue charging with the patient and follow up with the MRI facility. No symptoms were reported.